Event description:
The device in question was returned unauthorized to boston scientific. The only information available is the pusher broke off. Also, the patient is female. Continuous flushing was used. Microcatheter steam was not shaped. No unusual friction or resistance encountered. Boston scientific did not receive any additional information regarding this event or patient outcome.

Manufacturer narrative:
The device in question was returned to boston scientific and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.